Event description:
Philips received a complaint from the customer, reporting a high temperature alarm occurred on the v60 ventilator after a short usage time. The device was in clinical use.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: multiple good faith efforts were made on 05dec2023, 12dec2023, and 18dec2023 to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.